Manufacturer narrative:
7/21/1998-supplemental report #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. The device codes have been changed as the product has been received since the submission of our first supplemental report on 3/9/1998.

Event description:
The device was used during an unspecified procedure. Reportedly, pneumoperitoneum leaked from the instrument. The hosp has reported that no pt injury occurred.